Event description:
During a resuscitation attempt of a pt, the device was used in the AED mode. It was reported that when the shock button was pressed, the device turned itself off. A second attempt to shock the pt was initiated and, after the AED analysis and shock advised, the device turned itself off again. The defibrillation of the pt was delayed for 6 minutes until a second crew arrived with another defibrillator, the pt was not resuscitated.

Manufacturer narrative:
(B) (4): physio-control evaluated the device; however, the reported failure was not duplicated. Proper device operation was observed during functional and performance testing. The cause of the reported failure has not been determined. A clinical review of the reported event determined that device use may have contributed to the pt's outcome. The ECG waveforms indicate a shockable rhythm; however, provision was delayed as reported by 6 minutes. There is also indication of a possible user error. The continuous ECG of the two records for the same pt documents a "power off" annotation, which is preceded by 5-7 seconds of no ECG data. This is typical of the shut down processing when the on/off button is pressed and the device powers down, this indicates that the user may have pressed the on/off button instead of the shock button, turning off the device.